Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned an evis exera iii colonovideoscope to the service center. During inspection of the returned device, it was observed that foreign material was found around the edges of the bending section cover. The customer did not report any patient user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was (B)(6) 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the observed foreign material adhering to the distal sheath adhesive, was the result of the facility not brushing and wiping the device during manual cleaning as per the instructions for use. The root cause of the facility not performing device cleaning/reprocessing in accordance with the instructions for use is believed to be due to a temporary lack of understanding between the facility process and the device instructions for use. The event can be detected and prevented by following the instructions for use which state: a. The suggested event can be detected by performing inspection prior to use described in the following chapter of IFU. Opreation manual 3.3 inspection of the endoscope. B. Instruction for use (reprocessing manual) ¿5.5 manually cleaning the endoscope and accessories¿ instructs to brush and wipe device as follows: clean the external surface: thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section and confirm that all debris is removed from all surfaces of the distal end. Infection, positive in culture test, and inappropriate reprocessing had not occurred at the user facility in the past. Olympus will continue to monitor field performance for this device.